Event description:
It was reported that when using the bd pyxis¿ es server was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating. The technical support specialist (tss) dialed into the server, verified the health sight viewer and no notice of patient information delayed and device on critical override were identified. Tss confirmed all station was out of critical override and no issues were found with the stations or the server, as the server was properly synchronized with the interface. The system functioned as intended after the technical support specialist investigated the device.